Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Product not yet returned for analysis.

Event description:
It was reported that 3120 programmer blew up when attempting to turn on. Furthermore the programmer will be replaced and returned for repair/analysis. No patient involvement was reported.